Event description:
Rn attempted to remove foley catheter post or. Balloon was fully deflated. Catheter would not come out, becoming dislodged in the patient's urethra. Catheter was advanced with lubrication and the balloon re inflated then fully deflated again. Foley would still not come out, becoming lodged in the patient's urethra like the time before. Np came to bedside and gently worked the foley out. Upon examination once removed, the foley catheter had a ridge on the tip of it making it difficult for the foley to come out. Manufacturer response for urinary catheter, (brand not provided) (per site reporter): follow up from the quality department, sending packaging to return to manufacture.